Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The lead was explanted. Additional information received reported the patient is deceased and died approximately one month post explant of the lead. The cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.